Event description:
Pt given durolane injection in physician's office. Next day, pt could not walk, leg terribly swollen, severe pain. This has gone on for 7 months. As a result, pt extremely depressed and suicidal. (B)(6). Event abated after use stopped or dose reduced: no.